Event description:
#Medwatcher #(B)(4). Had essure placed in (B)(6) 2008. Pelvic pain began right away. Since then, I have developed a chronic rash on feet, legs, hands, arms, neck, and face, severe sharp stabbing pelvic pain now on both sides, heavy and painful periods lasting for too long, painful intercourse at coil sites, bowel issues, bloating in abdomen always, headaches, right leg is numb and tingling. In the process of consulting for a hysterectomy now. This is ridiculous. I have been blessed with great health my whole life. Since having essure, my health is degrading and I'm not alone. Many, many women are having it even worse than myself. Why are these demon devices still on the market? It's not rocket science. Before essure healthy, after essure sick and in pain, not to mention the thousands spent already to get to the bottom of this. It's pretty sick when you find yourself looking forward to major surgery and major medical bills. I am (B)(6) and done with feeling 92!

Event description:
#Medwatcher #followup1 #fdamw5041008 #(B)(4) after my initial report in (B)(6) 2015, I have new information to report on the growing problems related to the faulty device essure that I have been implanted with. I am now scheduled for a complete abdominal hysterectomy on (B)(6), 2015. My surgeon is taking everything including uterus, ovaries, fallopian tubes, and cervix. In late (B)(6) 2015, I was diagnosed with a submucosal fibroid which can be caused from heavy metal toxicity. Also, just this past week I had a flat panel x-ray and guess what??? Both coils have migrated quite substantially since having a MRI in 2012. That means this happened years after I was implanted in 2008. One of the migrated coils is also broken and has looped around itself. Hopefully it will not require further surgeries. Who knows since the coils are not where they are supposed to be. Thanks conceptus, bayer, and of course the FDA which approved this garbage and has allowed it to remain on the market maiming women and hurting their families. This so called 10 minute in office procedure has turned into a huge physical, emotional, and financial burden.

Event description:
#Medwatcher #followup2 #fdamw5041008 #(B)(4) had tah-bso on (B)(6) 2015. So many symptoms I have had since getting essure have disappeared. Rash that I have had for about the last 4 years is gone. Started clearing up within hours of surgery. I tested negative to a nickel allergy so it was one of the other toxins in the coils that was causing the rash. I am 15 days post op and down 16 pounds with no diet or exercise. It seems the systemic inflammation caused by essure is leaving my body. My ankles no longer hurt and lock up since removal. That happened immediately after surgery also. My right coil was too far in the uterus and that was the right side pain I had been complaining about for years. I also had cysts on my right ovary and adenomyosis. I now have to go on bhrt because I am (B)(6) and in surgical menopause. No woman signed up for all of this!! This garbage needs to go. I am no longer at the mercy of any medical book, clinical trials, or scientific data. The proof is in the response of my body since the poison has been removed. Essure needs to be taken off the market!!